Event description:
The patient had a heartmate ii lvad implanted in (B)(6) 2013. He had a pump exchange for threatened pump thrombosis in (B)(6) 2014 and recently admitted in (B)(6) 2015 with another episode of threatened pump thrombosis which was managed medically with bivalirudin. He was readmitted with elevated lactate dehydrogenase (ldh) in the setting of a subtherapeutic international normalized ratio (inr), concerning for recurrent pump thrombosis. Now presents with a pump stop yesterday at consistent with possible evolution of pump thrombosis. He underwent pump exchange on (B)(6) 2015. This is the fourth such exchange of a vad due to pump thrombosis in this patient. The heartmate ii was examined. The inflow elbow was unscrewed and direct examination of the inlet bearing revealed a concentric laminated typical bearing thrombus. Manufacturer response for lvad, heart mate ii (per site reporter): none yet.